Manufacturer narrative:
E1 - address 1: (B)(6) g4 ¿ PMA/510(k) #: exempt h3 ¿ the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported while preparing for a salivary gland stone procedure, the nurse opened the package of a ncircle tipless stone extractor. Upon opening the packaging, the nurse discovered that one wire was broken. As such, the nurse replaced the extractor and opened a new ncircle tipless stone extractor to complete the procedure without difficulty. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.